Manufacturer narrative:
Analysis of the legacy system - part number unknown (serial #: (B)(4)) found that the system would not boot up properly. A new computer was installed, and the issue was resolved. Analysis of the computer 9735226r rollingstone i7 rfrb (lot #: 1766771) found a graphics card malfunction on the computer, as the computer had a bad video card and the black screen was confirmed. When a known good video card was installed into the computer, it booted normally and had good video output. Product event summary # (B)(4) unable to boot. Other relevant device(s) are: product ID: 9735226r, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the computer was unable to boot. The medtronic representative was exiting the software and the screens "all of the sudden turned black." The system was cycled but nothing populated on any of the screens including the rack monitor, however the camera was cycling in the room. The representative power cycled the system again with no resolution. The rack was opened and there were lights on all of the components. The computer fan was running, but it was noticed that the computer was beeping every 1-2 minutes. The cables at the back were adjusted and all of the sudden the computer began to boot normally. This was reported outside of a case with no patient present.